Event description:
The customer reported that during a routine check of the unit, the unit failed to autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.